Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. It was reported the pt was unable to be reprogrammed due to living on a military base. The pt was receiving stimulation to the legs, but wanted stimulation in the low back. The pt contact the sjm representative to inform he was explanted in (B)(6) 2012 and was replaced with a competitor's system. The pt reported he had lack of service due to the area in which he lived, and the leads were not in the correct area to cover the pain.